Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing threshold. A new rv lead with the same model was placed. No additional adverse patient effects were reported.